Event description:
The rptr indicated that the unit continued to indicate infusion even though the syringe plunger had popped out of the plunger holder I. No pt injury or treatment was associated with this event.